Event description:
It was reported by service report that the sheathing of the main power cord was ripped. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.